Event description:
Total hysterectomy; had essure implanted in 2012. Pain and irregular bleeding from essure made hysterectomy necessary. Surgery completed on (B)(6) 2021. FDA safety report ID # (B)(4).